Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer experienced severe hypoglycemia on 3 occasions and reports this was caused by the basal rates not being set correctly. During the first event, she called an ambulance because she was having chest pains. Paramedics advised she had low potassium and low blood glucose, and they treated her with an IV and transferred her to a hospital. She was admitted to the hospital for 2 days and received further treatment for hypoglycemia. During the second and third events, she experienced hypoglycemic symptoms and her husband provided peanut butter as treatment. Her blood glucose was in the 40-50 mg/dl range, and she reported she would not have been capable of self-treatment. No allegations were made against the infusion device system, and no product will be returned for evaluation.